Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include the life or the random failure of the xenon lamp.

Manufacturer narrative:
This device is an olympus asset, it was repaired and returned to asset inventory. An olympus (B)(4) CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The device was returned to the olympus repair center for general inspection. During evaluation, the repair center identified the xenon lamp was not working. There was no patient involvement.